Manufacturer narrative:
It was reported a three way connector degraded and cracking after prolonged propofol exposure. As sample was not returned, a through sample investigation could not be completed. Damages like these on the stopcock housing do not occur in our production. The appearance of these cracks is typical for cracks that can occur when the product has been used together with lubrication solution or infusion with high ph-value. These solutions can release internal stress in the product. If excessive force is used when connecting and using the product for more than 24 hours, this may cause the material to crack. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation, bd was not able to confirm the customer's indicated failure mode of component damage. H3 other text : see h10.

Event description:
It was reported that the bd connecta 3-way stopcock with extension line experienced cracking after prolonged propofol exposure. The following information was provided by the initial reporter: I¿ve come across a report of the plastic from a 3 way connector degrading and cracking after prolonged propofol exposure, causing a risk of disconnection during tiva'.

Event description:
It was reported that the bd connecta 3-way stopcock with extension line experienced cracking after prolonged propofol exposure. The following information was provided by the initial reporter: I¿ve come across a report of the plastic from a 3 way connector degrading and cracking after prolonged propofol exposure, causing a risk of disconnection during tiva'

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4 device manufacture date: unknown. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E1. Initial reporter facility name: (B)(6).